Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged and missing pieces from the reservoir and battery compartments. Blood glucose level at the time of the incident was 121 mg/dl. Customer stated that the device was not delivering insulin properly. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip. Unable to perform the basic occlusion or occlusion tests due to the broken reservoir tube lip. However, the pump was received with normal operating currents and passed the unexpected restart error, self-test, rewind, displacement, prime or excessive no delivery alarm tests. The pump had minor scratches on the lcd window, broken battery tube threads and a missing o-ring on the reservoir tube.